Event description:
It was reported that balloon rupture occurred. The patient presented for endovascular therapy. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. During a permanent pace-maker implantation (ppi), a 2mm x 20mm x 143cm coyotes es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented for endovascular therapy. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. During a permanent pace-maker implantation (ppi), a 2mm x 20mm x 143cm coyotes es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
E1 - initial reporter first name: (B)(6).